Event description:
It was reported that the patient received several inappropriate shocks due to oversensing. When the rv lead paced, the atrium was paced. Chest x-rays revealed that the lead was dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.